Event description:
"Medical doctor was attempting to advance a .038 guidewire and a jr4 5 french catheter up the right iliac and aorta. The wire went into the side of the aorta and appeared to dissect the vessel. Procedure was stopped and pt taken for CT (computerized tomography) scan. Found a localized intimal flap in the area where problem detected." In a conversation with the complainant, the account indicated that the guide wire would not advance past the mid-abdomen and that a stent was placed as follow-up treatment. The pt appears to be fine and has not been readmitted for any follow-up treatment. The account does not alledge that there was any malfunction of the guide wire.